Event description:
It was reported that the patient called stating the pump displayed the error code 46822. The pump was not responding to button pushes. The batteries were removed and replaced with new batteries. Once powered back on, the pump alarmed that the cassette was detached. Patient was able to remove and reattached cassette after a few attempts. Once alarm cleared, the pump settings were reset. However, the patient was unable to reprogram the lost settings. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.